Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of a minicap was damaged; further described as "foil without air and completely adhered to the minicap". This occurred before use for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h10. H10: the actual device was not available; however, a photograph of the actual sample was provided for evaluation. Additionally, fourteen (14) retained samples were evaluated. A visual inspection of the photograph with the naked eye noted the minicap packaging completely crushed for the actual sample; an opening was observed on the side of the package (overpouch). The reported condition was verified on the actual sample. The cause of the condition could not be determined; however the most probable cause is related to mishandling during distribution. Visual inspection of the retention samples was performed with no issues noted; the packaging was in a good condition and met specifications. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.